Manufacturer narrative:
Unit passed displacement test, self test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that, the insulin pump had a low battery alarm. The customer stated that, the troubleshooting was performed. Customer was advised to revert to back up plan. The insulin pump will be returned for analysis.